Event description:
Pt was a (B)(6) male with right internal carotid artery (ica) occlusion. Physician made one pass with a merci retriever v 2.5 soft. Pt had a thrombolysis in cerebral infarction (tici) score of 0 after treatment. After procedure with the merci retriever, a hemorrhage due to recanalization was confirmed at right frontal and temporal lobe. Damage to the filament and coil of v 2.5 soft occurred during procedure. The pt experienced relapse of ischemic stroke (infarction of thalamus, cerebellum and left posterior cerebral artery) on (B)(6) 2011 and expired on (B)(6) 2011. Tissue plasminogen activator (t-pa) was not administered during the case. Surgical decompression procedure was performed as medical intervention. Physician believes that the hemorrhage occurred due to recanalization of the vessel. Physician stated that the hemorrhage is not related to the damage to the merci retriever, however the cause is unk. Physician also stated that the pt's outcome is attributed to the relapse of cerebral infarction and not related to the use of merci device.

Manufacturer narrative:
The device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (e.g., pt factors, device use factors, other devices employed, drugs administered, etc.) That also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported the concentric medical, the mfg records for the merci retriever v 2.5 soft device could not be reviewed.